Event description:
Additional information received on 7/7/2026 for mw5189966 to add one additional device. Home ventilator sn# (B)(6) alarmed "service required," prompting removal from use and transition to backup ventilator sn# (B)(6). Subsequently, the backup ventilator displayed a red screen with "ventilator inoperative" and ceased functioning. The patient was returned to the original ventilator, and after-hours service was contacted. A replacement ventilator was delivered and initiated with identical settings. The patient tolerated the equipment change without signs of distress or change in work of breathing. The affected device was removed from service for evaluation and replacement arranged. Reference report# mw5190358. This report captures ventilator #1.

Event description:
Home ventilator sn #: (B)(6) alarmed "service required," prompting removal from use and transition to backup ventilator sn #: (B)(6). Subsequently, the backup ventilator displayed a red screen with "ventilator inoperative" and ceased functioning. The patient was returned to the original ventilator, and after-hours service was contacted. A replacement ventilator was delivered and initiated with identical settings. The patient tolerated the equipment change without signs of distress or change in work of breathing. The affected device was removed from service for evaluation and replacement arranged.